Event description:
It was reported that the customer was not receiving any insulin from his insulin pump, and his blood glucose went up to 400mg/dl. Troubleshooting was not performed as customer did not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.